Event description:
It was reported that an ilet user forgot to announce a breakfast meal and contacted support more than 30 minutes after eating, with a concurrent blood glucose of 120 mg/dl; this constituted an incorrect use of the procedure and involved the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.